Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-08645. Reference MFR report: 1627487-2012-08647. It was reported that the pt experienced change in the stimulation pattern. X-ray suggested lead migration caused by unintended ipg movement. The pt was schedule to meet with the physician for possible device revision. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.